Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the image was upside down and backwards. The customer was in the process of power cycling the system when they called in. The intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer to remove the endoscope, rotate the endoscope 180 degrees, and clutch the instrument clutch to reset the arm memory the next time the issue occurred. After clutching it again and installing the instrument, the image would be normal. The tse informed the customer that power cycling the system would also reset the arm memory. The customer continued with the case. The procedure was completed as planned with no reported injury. Isi followed up with the robotics coordinator and obtained the following additional information: the issue occurred after ports had been placed in the patient. The image was not inverted. The reported event did not involve a reversed control of the system arms. The endoscope flipped upside down when being placed back on the system arm during the case. The endoscope did not move freely with uncontrolled motion. Rebooting the system resolved the reported issue. The vision issue did not result in patient injury.